Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced an increased intra-peritoneal volume (iipv) event during fill 1 of peritoneal dialysis therapy. The hp stated that they had difficulty breathing and their abdomen was tense. It was determined that the patient's largest prescribed fill volume was 2200ml and drain volume was 4020ml. The patient had performed a manual fill of 2500ml during the day and the initial drain alarm (ida) was set at 0ml. The technical service representative assisted with ending therapy, and advised the caregiver to follow up with the registered nurse (rn) to increase the ida. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.